Event description:
Event became reportable based upon product analysis completed on 10/15/2007. It was reported that during preparation for a percutaneous transluminal coronary angioplasty (ptca) procedure, a kink was noted. The intended lesion location is unknown. The 2.75x20mm liberte monorail coronary stent delivery system was not used as a result of the kink and the procedure was completed with another manufacturer's device. There was no patient contact. Device analysis revealed stent damage.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The delivery device was received with the stent on the balloon, stent damage and a shaft kink were noted. The original product mandrel was not returned for analysis. Examination of the catheter revealed stent damage and a shaft kink 1.3 cm proximal to the distal tip of the catheter. Visual and microscopic examination of the material surrounding the location of the shaft kink and stent damage did not reveal any inherent material deficiencies that would have contributed to either the shaft kink or the stent damage. The complaint states that when the strain relief (product mandrel) was pulled out, the catheter kinked. Therefore, the root cause of the shaft kink and the stent damage can be attributed to handling, as the damage occurred during removal of the mandrel. The shop floor paperwork has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specifications.